Manufacturer narrative:
Lot number - the following lot numbers are included in this report: se18fj8, se18fm9. Three single use devices were received and the evaluation is complete. A visual inspection on the returned units showed no signs that could have caused the reported problem of leak. A functional leak test was performed, and a leak was noted in the port tube seal. The reported condition was verified for all three units. The cause of the condition was determined to be manufacturing related. A batch review was conducted for lot sb18fm9 and se18fj8 and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issued. Two devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five 3l all in one containers leaked. Two of the bags leaked from a port, two of the bags leaked from the port seal, and one of the bags leaked from an unspecified location. No patients were involved. No additional information is available.

Manufacturer narrative:
Two (2) additional single use devices were received for evaluation. Visual inspection and functional testing were performed. Function testing revealed a leak from the port tube seal. The reported condition was verified for the two units. The cause of the condition was determined to be a machine sealing issue during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.